Event description:
Patient reported obtaining a blood glucose result of "lo' (<10 mg/dl), while using the suspect device; however, patient indicated that she was not experiencing hypoglycemic symptoms. Patient did not self-treat based on this value. No patient injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.